Event description:
The tip of the catheter "sheard off" during removal. A neurosurgeon was consulted. The retained piece measured approx. 2.5". The patient's blood count was too low to undergo surgery. For now, the retained piece will not be removed. There were no patient complications reported.